Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device during the initial drain, while the hp was connected. During troubleshooting, it was found that the hp connected before priming was completed. The technical service representative (tsr) explained the proper setup procedure to the hp. The hp was advised to start over therapy with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, connecting to an incomplete prime is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that the patient line should be properly primed before connecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.